Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop. The battery compartment was undamaged and the returned battery cap was able to fit. The rewind, load, and prime steps were performed successfully. The sleep current reading was above specifications. The pump cover was removed and the continuous glucose monitoring module was unplugged and the sleep current readings returned to specifications. The battery life complaint was duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.